Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have tried several batteries but the screen would not turn on. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not working, and hence the customer was hospitalized. The customer stated that the display was not blank less than 30 seconds and did not return. The display did not returned. The insert battery alarm did not display on the insulin pump screen. The device will not be returned for analysis.